Manufacturer narrative:
Serial number and device manufacture date provided.

Manufacturer narrative:
Patient information was not provided. A medtronic representative reported that he spoke with the point of contact at the hospital. The site is in the process of renewing their service contract. The site checked the imaging system on their own and declined medtronic service at this point. No parts have been received by the manufacturer for evaluation. This event was identified during a retrospective review as discussed with the FDA (B)(6) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site radiologic technologist (rt) reported that during a spine fusion case the imaging system was placed around the jackson table and then lowered without the rt looking. There was then a loud cracking sound. She stated that after the cracking sound the imaging system would not take a spin. Peggy rebooted the system and it would successfully take a spin and transfer to the navigation system. After the spin transferred over the doctor felt 1 cm off posteriorly and laterally. The rt took another spin, but the doctor still felt equally as off. The doctor chose to proceed without the imaging system. The rt declined to provide any additional patient info. There was no reported impact to the outcome of the patient.